Event description:
It was reported that, "revision of l4-s1 fusion, where l-4 screws pulled cut and l4 cage shifted posterior. CT showed patient's left l4 screw was misplaced out of the pedicle and the s1 polyaxial screw head was detached. We revised 4 of the screws and added screws to the l3 level."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval. Multiple screws are referenced in this complaint, reportability of the other screws will be determined once the investigation is completed.